Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed.

Event description:
No drainage between the drip chamber and the collection bag. Incident not reported to the (B)(4).

Manufacturer narrative:
No sample was returned for investigation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the product conforms to specification when released to stock on february 4th, 2014. No root cause could be determined since no sample was returned for evaluation. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.